Event description:
A save to disk from the implantable cardiac defibrillator was returned, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Event description:
A save to disk from the implantable cardiac defibrillator was returned, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was seen in two ventricular non-sustained tachycardia episodes less than or equal to 200 ms on (B)(4) 2012 at 02:19:26 and 02:19:37. Also one ventricular fibrillation episode equal to 60 ms average v-cycle on (B)(4) 2012 02:19:40. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.